Event description:
It was reported that the patient received 12 inappropriate shocks. Upon interrogation there was noise, oversensing, and lead impedance was between 650 - 1950 ohms. The lead was capped. It was noted that the lead had been repositioned two weeks post implant and per the electrophysiologist, may have been damaged at that time. No further patient complications have been reported as a result of this event.